Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported fiber cap/tip break was not confirmed as analysis did not identify any breaks or detachment of the tip. Per the reported event the case was completed utilizing a second fiber without patient complications. Based on review of all the information available, a conclusion code of no problem detected was assigned as analysis did not identify any type of fiber damage that could have cause or contributed to the event. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis did not identify any failure, break or detachment of the tip. Minor detritus was observed on the metal cap, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted showed that the aiming beam was at the output window, and there were no signs of breakage identified along the length of the fiber. The connector cone, segments, and tabs appear in good condition. Labelling review: the device instructions for use (IFU) was reviewed. The IFU include detailed warnings for setup, inspection, and use of the device and provides multiple warnings for the user to prevent a fiber break or improper energy output. Additionally, the IFU warns the user, 'do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber cap broke off after 199,000 joules of use. The fiber cap detachment was observed through the camera but the fiber cap did not fully detach from the fiber tip. When the doctor turned the fiber, the fiber cap did not turn with it. The procedure was completed utilizing a second fiber without consequences to the patient.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber tip break cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labelling review: the device instructions for use (IFU) was reviewed. The IFU states: caution: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Failure to position the saline solution at least 106 cm or not opening the flow valve will decrease the amount of fluid across the fiber end. Decreased fluid flow may limit the lasing time of the fiber. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber cap broke off after 199,000 joules of use. The fiber cap detachment was observed through the camera but the fiber cap did not fully detach from the fiber tip. When the doctor turned the fiber, the fiber cap did not turn with it. The procedure was completed utilizing a second fiber without consequences to the patient.